Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the 5th firing in a distal gastrectomy procedure, the surgeon pressed the blue button and the silver button at the same time and tried to return the cartridge to neutral position, but the jaws articulated to the maximum. They returned the cartridge to the straight direction, removed it, and reattached it again, then it worked without problems. The status of the patient was reported as no problem.